Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm was noted during basic occlusion test due to faulty force sensor resistor. The motor passed the motor test. Excessive no delivery test wasn't performed due to motor error alarm. Motor position encoder error alarm wasn't verified due to erased history file. The device had minor scratches on the display window, cracked case at display window corner, and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump had alarmed motor error. Customer was inserting a new reservoir, reset everything, and when he pressed the buttons the insulin didn't move. Same issue occurred the following day. The customer didn't know his blood glucose level. Troubleshooting was performed. The drive support cap was reported normal. Customer was advised to perform rewind and manual prime, the device alarmed no delivery test. Troubleshooting was performed and was able to get insulin to exit. Customer did not report any motor position encoder error. Multiple motor error alarms had occurred within two days that were noted in the alarm history. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.